Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of awaking with blood glucose of 46 mg/dl after having issues with sensor. Customer reported of experiencing sensor glucose versus blood glucose differences. Customer continued to receive a low blood glucose alarm and blood glucose was 211 mg/dl and sensor glucose was 59. After troubleshooting, customer was advised that sensor would be replaced.